Event description:
It was reported to philips that the system as unable to boot properly, stalling at the message "negotiating with host". The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.